Event description:
The customer contacted beckman coulter (bec) reporting erroneous potassium (k) results for three (3) patient samples generated on the olympus au681-02e (au680) clinical chemistry analyzer with ion selective electrode (ise) on two (2) separate days ((B)(6) 2013). The erroneous results generated either panic out of range low or panic out of range high instrument flags to alert the operator of an issue. This report documents the patient results obtained on (B)(6) 2013 for two (2) patient samples. The results provided by the customer are shown in this report. The customer confirmed that no erroneous results were released out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to and after the event and were within laboratory established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse initially evaluated the ise calibration history and noted no issues. The fse replaced the k electrode, the k electrode wire to the printed circuit board (pcb), and the three way valve. The fse observed bubbles coming from the mid standard j nozzle at the mixing unit and replaced the mid standard solution with a new lot and realigned the j nozzles. The fse verified instrument performance. A definitive failure mode could not determined; however, the issue was resolved upon completion of the service activity. MDR 9612296-2013-00124 is associated with this report and documents the erroneous k result obtained on (B)(4) 2013.